Manufacturer narrative:
Pump passed self-test, displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. The electronic assemblies were inspected, and pcb1 had moisture damage. No stuck button was noted in the pump download history. Unit was received with: serial number label damage, battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), stained keypad overlay, and pillowing keypad overlay. Keypad functioned properly and no stuck button error was confirmed in the pump download history. However moisture damage was observed on pcb1 board during visual inspection. Cracked case cosmetic damage was confirmed when cracked case on battery tube was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. Buttons were not pressed for 3 minutes or longer. Insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.